Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. The following were noted during visual inspection: corroded battery tube, scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked battery tube threads, and serial number label missing. Missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, damage (physical or cosmetic). The customer reported blood glucose value of 475 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: customer reported hbg due to the reservoir removed because of the retainer ring damage on the 1st day of set located on abdomen. The event involved product(s) mmt-1712k. Trouble shooting was performed and customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Customer will discontinue to use the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.